Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous male luer connector were provided. In the pictures, it appears there is a crack at the venous male luer connector. There was no leakage reported during the priming of the product before the event. The review of the prismaflex m100 set device history record and complaint history files for lot number 13j1703g shows that no manufacturing anomaly and no similar complaint was recorded regarding this lot number.

Event description:
A patient in (B)(6) was to undergo crrt on a prismaflex machine with a prismaflex m100 filter set. As the blood was entering into the circuit, the nurse observed a break in the male luer lock of the return line. The blood in the circuit was returned to the patient.